Event description:
The customer reported the subject device exhibited no air flow. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
The reported issue (no air flow) was confirmed and found to be due to the clogged nozzle. It was observed the air supply volume and the water supply volume were out of specification due to the clogged nozzle. In addition, service found the grip was shaved, the switch button #1 was deformed, the control unit was shaved, the color ring was cracked, the switch box was dirty, there was a leakage due to a pinhole on the instrument channel, the objective lens was chipped, the light guide lens was cracked, the connecting tube was cut, and the coating on the universal cord was peeled off. Scratches were observed on the flexibility adjustment ring, the scope cover, the right/left knob, the scope connector cover, and the scope connector cover case. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material and specify the cause of the material being lodged in the nozzle. Device handling as per the following instructions for use (IFU) statement and item enables the user to detect the suggested event properly: "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The IFU states on reprocessing of a/w nozzle and channel as follows: "reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.